Event description:
It was reported the procedure was being performed on a female patient in the ob/anesthesia department. The catheter was placed and used successfully. A nurse was removing the catheter from the patient when it separated. It was noted no resistance was met. At which time, the patient was taken to radiology. There appears to be a 1.5cm of catheter remaining in the patient's epidural space. The patient was scheduled to have the piece of catheter surgically removed on (B)(6) 2013. Follow up information states the piece was surgically removed from the patient and is being returned for evaluation.

Manufacturer narrative:
(B)(4).